Event description:
Undefined and varying resistance was reported. It was also reported there was no pacing and no capture. The device was explanted. No patient complications have been reported as a result of this event.